Event description:
It was reported that the customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 195 mg/dl. The customer stated that the device was exposed to moisture near a swimming pool. The customer was informed that the pump must be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection. No button response due to moisture damage on keypad traces. No button error alarms noted. Dried insulin noted on motor slide. No moisture damage noted on electronic assembly.